Manufacturer narrative:
Currently, it is unknown whether or not the device may have caused or contributed to the event as no product has been returned. No conclusion can be drawn at this time. We therefore, consider this report complete to the best of our knowledge.

Event description:
Customer reported he received a no delivery alarm after bolus. Customer stated he noticed some air bubbles in the reservoir. Alarm was cleared by pressing resume on the insulin pump. Customer declined to troubleshoot as he didn't have supplies to change the set. Blood glucose value is 147 mg/dl. Nothing further reported.